Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt3961 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported crystallised 5-fu (5-fluoruracil ) was found on the gauze when it was removed. Small quantity. Questionable leakage from the tube. Port on january 13th pierced, for 48h pump 5fu (chemotherapeutic agent), good blood return. When the pump on january 15th was detached and the port needle was removed, it was noticed that the 5fu under the plaster had leaked and crystallized. The plaster has been removed. The port needle could be rinsed and good blood return was also present. The patient stated that she did not get stuck on the pump hose or that the port needle was manipulated. Unclear where the "leak" comes from. It wasn't visible.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample.

Event description:
It was reported crystallised 5-fu (5-fluoruracil ) was found on the gauze when it was removed. Small quantity. Questionable leakage from the tube. Port on january 13th pierced, for 48h pump 5fu (chemotherapeutic agent), good blood return. When the pump on january 15th was detached and the port needle was removed, it was noticed that the 5fu under the plaster had leaked and crystallized. The plaster has been removed. The port needle could be rinsed and good blood return was also present. The patient stated that she did not get stuck on the pump hose or that the port needle was manipulated. Unclear where the "leak" comes from. It wasn't visible.